Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 551138013 model/catalog description control pump fgs iz model number/catalog number 72400024 serial number null batch/lot number 553685003 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced urethral atrophy with an eleven year old artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced incontinence leading to the procedure. There were no device malfunctions associated with the explanted aus. No more information available at the moment. Should additional information become available, it will be provided.